Event description:
It was reported that the pump was dropped and the touch screen became cracked and unresponsive. Customer¿s blood glucose (bg) was approximately in the 500 mg/dl range; a manual injection was delivered to address the high bg. Reportedly, customer reverted to manual injections for insulin therapy.